Event description:
It was reported the pt is experiencing pain at her ipg site. The pt was seen two weeks post-operative with a possible small fluid collection at her ipg site but was then seen two weeks later with no visible issues. The pt was referenced to a different physician to determine if surgical intervention was needed. The physician met with the pt twice with no complaint until now. She is requesting her scs system be removed due to pain at the ipg site. The pt also reported she is tentatively scheduled for trigger point injections at the ipg site or fluid removal. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.